Event description:
--

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned in two segments and both high voltage (hv) cables were damaged. There were setscrew markings noted on the terminal connectors, and a repair kit was used on the hv proximal terminal leg. There was trilumen insulation damage noted. Analysis concluded that due to the location and type of damage, this was likely caused by entrapment in the clavicle first rib region.

Event description:
Boston scientific received information that this right ventricular (rv) lead was accidentally nicked in the past and repaired. Most recently, it began showing greater than 200 ohms shocking impedances as well as loss of capture (loc), and as a result was explanted and replaced. To date, no additional adverse patient effects have been reported.